Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stopped feeling stimulation a little over a month ago. It was reported that all impedances were over 10,000 ohms. The patient was instructed to follow up with their doctor. No further complications are anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708360 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3888-28 lot# l42590 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the manufacturer representative suspected that the lead and/or extension was fractured. It was reported that the patient was having imaging done on 2018-(B)(6)to determine the cause of the loss of stimulation. It was also reported that the lead and extension would be tested on the operation room table. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the imaging did not show anything abnormal. It was reported that the surgical intervention was postponed for at least 6 months because the patient had a heart attack (unrelated). No further complications are anticipated.